Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) generator for failure analysis evaluation. It was found that the reported failure errors were confirmed and replicated. During the power-on test, the error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the integrated electrosurgical unit (iesu) was unresponsive when monopolar energy was activated. To troubleshoot, the nurse replaced the cable before contacting a technical support engineer (tse); however, the issue persisted. Upon reviewing the system logs, the tse confirmed multiple generator errors. The tse advised the team to perform a power cycle, but the errors reappeared upon startup. The tse then informed the nurse that the iesu would be unavailable and recommended using a forcetriad generator as an alternative. The tse guided the nurse through the process of connecting the forcetriad to the system, allowing the procedure to proceed. During the initial phase using the replacement generator, monopolar and bipolar instruments were successfully utilized, though their use resulted in a significant delay. In the second phase, a vessel sealer extend (vse) instrument was needed to perform the parenchymal transection. However, after approximately 20¿30 minutes of attempting to connect the vse instrument to the forcetriad generator, the efforts were unsuccessful. Subsequently, the procedure was converted to a laparoscopic approach, leading to further delays and suboptimal operative conditions. In total, the technical issues added approximately 1.5 to 2 hours to the procedure duration. Post-operatively, the patient experienced a neurological deficit in the right upper limb, which is suspected to be due to suboptimal arm positioning, potentially exacerbated by the prolonged operative time. A field service engineer was dispatched to the site for further investigation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the integrated electrosurgical unit as a result of the errors, and the system was tested and verified as ready for use. A system log review by the technical support engineer (tse) confirmed multiple generator errors. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Manufacturer narrative:
Updated sections: a2, a3a, a4, b7, h2, h11. Additional information: when the da vinci-assisted liver resection procedure was converted to traditional laparoscopic surgery, additional ports were placed. Post-operatively, intensive physiotherapy was initiated while the patient was hospitalized and continued after discharge, alongside photobiomodulation sessions. There were no other post-operative complications, and the patient has since recovered from most of the neurological deficit, as confirmed by the end-of-treatment letter for photobiomodulation. However, some painful sequelae persist and the resolution is yet to be confirmed.

Event description:
Refer to h11 for follow-up information.